Event description:
It was reported that the lead exhibited high impedance and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 5.8 cm to 6.5 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device. The distal coil was fractured at 18.8 cm from the connector pin.